Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and a conclusive cause for the unintended clip movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip slightly opened after deployment, increasing mr. Therefore, a third clip was deployed for additional treatment. Three clips were deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.